Manufacturer narrative:
Updated impact code to f1908. The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this new out of the box cardiac resynchronization therapy defibrillator (crt-d) produced fault code 0x13 and entered safety mode during an attempted implant. Technical services (ts) was consulted and provided information on the fault code and safety mode feature. A different crt-d was implanted successfully without any issues. No adverse patient effects were reported. This crt-d was returned for analysis.

Event description:
It was reported that this new out of the box cardiac resynchronization therapy defibrillator (crt-d) produced fault code 0x13 and entered safety mode during an attempted implant. Technical services (ts) was consulted and provided information on the fault code and safety mode feature. A different crt-d was implanted successfully without any issues. No adverse patient effects were reported. This crt-d was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this new out of the box cardiac resynchronization therapy defibrillator (crt-d) produced fault code 0x13 and entered safety mode during an attempted implant. Technical services (ts) was consulted and provided information on the fault code and safety mode feature. A different crt-d was implanted successfully without any issues. No adverse patient effects were reported. This crt-d will return for investigation.